Event description:
It was reported that during pre-test the cassette was found with a hole in the extension line while the medication was being injected. No patient injury reported.

Manufacturer narrative:
A cassette was received in used condition, without its original packaging. A visual inspection was performed and found the cassette to have broken components not related to the complaint as well as kinks in the pump tube and bad condition of the housing. No hole was found in the extension line just a clamp mark due to tightening. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. The root cause of the problem could not be determined.

Manufacturer narrative:
Other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report is no longer considered reportable, please disregard any MDR reports associated with it.